Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, he obtained blood glucose readings of 180 mg/dl on the contour xt meter and 90 mg/dl on a different meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. The customer also returned a second contour xt meter, which was not originally indicated to be involved in the event. Two bottles of contour next test strips from lot # 7mpeg01a were returned. Even though the test strips were expired, an in-house testing was performed using the returned meters with test strips from each returned bottle. All results were within acceptable range.